Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complainant was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."

Event description:
A reporter from the new york post newspaper called allergan to inquire about a lawsuit that was filed in the (B) (6) court. According to the reporter: "the filing states the lawsuit is against the following: hospital [name of the hospital], surgeon [name of the surgeon] and [name of the company]." A data base review was performed and all death cases reviewed. No matching case was found. This file was created to capture the alleged event and the f/u is in progress. Allergan has only minimal info, at this time, and we are reporting this case to the FDA to resolve all doubt in favor of reporting. New info will be forwarded to the FDA in a f/u report upon receipt by allergan.